Event description:
The following was reported to davol: the contact reported that the patient was implanted with a bard composix kugel mesh during a hernia repair procedure in (B)(6) 2008. It is reported that the patient is currently experiencing pain in the area of the implant and a recurrence has been diagnosed. The patient is currently taking antibiotics due to c.diff and is expected to have the mesh removed.

Manufacturer narrative:
Based on the limited info available we are unable to determined to what extent, if any, the bard device may have caused or contributed to the patient's reported recurrence. Recurrence and inflammation are both known possible adverse complications listed in the IFU. This MDR includes all patient, event and device info davol received to date. When/if additional info is provided and/or surgical intervention takes place a supplemental MDR will be sent.